Event description:
The lead was capped and will not be returned for analysis.

Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed in the laboratory. Bench, automated electrical test system, temperature and humidity tests were performed and no sources of high current were found on the hybrid. The device met all specifications. The cause of the battery depletion was undetermined.